Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation

Event description:
It was reported that the pump is alarming and has no disposable clamp tubing. The customer silenced alarm, reviewed settings and restarted the pump, pump is now running. No patient injury reported.